Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, the surgeon noticed that the device apparently fired normally. In removing the stapler, the surgeon noticed that the drivers went out unequally between the proximal and the distal part of the device. The staples appeared malformed in between the staple line. The tissue started bleeding seriously. The surgeon had to finish the case by opening a new device and then later had to cut the colon in the area above the bleeding. No pt consequence.